Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was overfilling the cartridge and not removing residual air from the cartridge as directed in the tandem user guide. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 154 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem pump user guide instructs the user to remove any residual air from the cartridge.